Event description:
The customer reported an image noise occurrence on the hd 3cmos autoclavable camera head, which had occurred prior to an unknown procedure. During the inspection of the returned device, an e266 error was displayed due to a broken cable unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device displayed an e266 error due to a broken cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the presumed cause e226 indicates communication error between camera head and the processor. The communication error may have occurred due to the broken cable unit but the cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.